Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon lost control of distal part of the 8mm fenestrated bipolar forceps instrument. They suspect a cable broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found damaged insulation to the conductor wire that potentially contributed to the frayed grip cable. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional observation not reported by site that is related to the primary failure: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found a frayed grip cable that potentially contributed to the damaged insulation. The complaint regarding the frayed/damaged cable was confirmed by failure analysis.